Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Sees no vapor and medicine stays in cup. Troubleshooting indicated no kins in tubing, cup not cross threaded, new neb kit etc.